Event description:
It was reported that the patient developed a "serious rash in her chest/abdomen area" after mesh implantation. The physician ruled out vaginal infection and the patient was screened by a dermatologist and internest. The patient was brought back to the or for a vaginal exam and evaluation of the incision site, no infections were found. Ths ling was left implanted and the "patient is continent." No additional patient complications have been reported in relation to this event.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.